Event description:
Pt had star sliding core bearing revised.

Manufacturer narrative:
Pt had star sliding core bearing component revised after 13 years of implantation. Company report form indicates poly was fractured. Review of mfg records showed no anomalies.